Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Customer's blood glucose was 200 mg/dl. Reportedly, multiple cartridge changes were performed to address the issues and insulin delivery was resumed.